Manufacturer narrative:
The manufacture made attempts to access the microscope system for evaluation without success. Based on pictures provided by the hcp, the manufacturer determined the root cause of the malfunction to be incorrect screw or/and wall plug which was used to install the wall mount plate to the wall. The hcp informed the manufacturer that the microscope system was removed from its original installation site and was mounted at a different location. The reinstallation was performed by a 3rd party service provider.

Event description:
A healthcare professional (hcp) reported that the supporting wall mount plate, on which the opmi pico with s100 wall mount microscope system was mounted, came loose from the wall and the microscope system dropped on a bed below. The incident happened after the surgery had already been completed. No one was using the microscope at the time and no patient was involved. There was no injury.